Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose reading was 163 mg/dl. Upon troubleshooting, it was found that the alarm recurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.